Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 71.6mm and an average diameter of 22.3mm. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure the valve was re-sheathed once due to tough anatomy. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant a mild perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The pvl became trace. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a perimeter of 71.6mm and an average diameter of 22.3mm. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure the valve was re-sheathed once due to tough anatomy. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant a mild perivalvular leak (pvl) was noted. A post-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The pvl became trace. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl could not be conclusively determined. It is possible that challenging patient anatomy contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention is case-specific circumstances, as a post-implant valvuloplasty was performed.